Manufacturer narrative:
Investigation results: our quality engineer inspected the physical unit submitted for evaluation. Bd received one unsealed and retracted 18ga x 1.16in. Insyte autoguard bc unit from lot number 4101334. A visual inspection was performed, and no damages were discovered. No dry adhesive was discovered, no damages to the hub or barrel or grip were discovered, and no damage to the button was discovered. The cannula was placed back into initial position and retracted successfully. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 382544. Batch# 4101334. It was reported that the bd nsyte autog bc grn 18ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter: button stuck and was hard to retract. No patient harm.